Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient list could not be viewed on the station due to lack of access. A technical support specialist (tss) remotely accessed the station and reviewed the station logs, finding no errors. The tss searched for the patient and confirmed that the patient was available under all available patients. The tss then connected to the server, reviewed station configuration settings related to admission and preadmission, and verified that synchronization status showed no errors with current data updates. The tss identified that the patient had been assigned to a temporary unit and verified user access settings on the server, identifying that the user did not have any assigned role or area. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient list was not visible on the station. The customer reported that multiple patients could not be accessed, and upon login, patient details were no longer displayed, indicating a potential access or data visibility issue. There were no delay or adverse events or injuries reported based on this event.